Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: h6 patient code.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-30464, 1627487-2020-30465, 1627487-2020-30467, 1627487-2020-30468. It was reported the patient was admitted to the hospital and diagnosed with an infection. In turn the patient¿s system was explanted. The patient was given IV antibiotics for six weeks to address the infection.